Event description:
New information received suggests a micro-perforation was suspected in addition to the high capture thresholds prior to the procedure.

Manufacturer narrative:
The reported events were helix mechanism issue, micro-perforation and high capture threshold. A complete lead was returned in one piece with helix retracted and with traces of blood/body fluids. The reported event of helix mechanism issue was confirmed. Visual and x-ray inspection of the lead found the inner coil was overtorqued at the connector region. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted, and helix extension length met specification. The cause of the reported event was isolated to overtorqued inner coil at the connector region consistent with procedural damage. A stiffness test was performed, and the results were within specification. The reported event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was asymptomatic. It was noted that high capture thresholds were observed on the right ventricular lead. The patient was brought in for a repositioning procedure but the helix would not extend. The lead was explanted and replaced. The patient was stable.